Event description:
A patient in china was undergoing continuous renal replacement treatment. The treatment was initiated and stopped approximately 8 minutes after treatment started due to blood leakage in the venous line. The blood loss was estimated to be around 5ml. The patient did not present with any clinical symptoms and no medical intervention was provided. The treatment was discontinued and the extracorporeal blood volume was returned to the patient.

Manufacturer narrative:
Additional manufacturer narrative: the review of the prismaflex m100 set device history record and complaint history files for lot number 14a0902a shows that there is no manufacturing anomaly and no other complaint. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous line were provided. On these pictures, we can see a cut of the venous line near the warmer venous connector. It is unlikely that this defect occurred during our manufacturing process since it would have been detected during our in-process control test. The exact root cause of this cut remains unknown.